Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 serial # and h4 device manufacture date. The device was returned to zoll medical japan for evaluation. The event log review identified multiple pads lead fault messages and intermittent defibrillation cable identification. A "pads on" message was not observed during the event and the x series successful passed a 30j self test, suggesting a connection issue with the electrode pads or coupling to the patient was a factor. Device testing was performed and the complaint could not be duplicated. There was no fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.